Event description:
The customer received a blood glucose reading of 86mg/dl on the contour next ez, re-tested on the breeze2 and a different meter. The readings were 233 and 220mg/dl, respectively. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. Product was not replaced.